Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: a detached needle and a dispensed suture of product code y433 were returned for evaluation. During the visual inspection of detached needle, swage and attachment area were noted to be as expected. The suture was received dispensed and the marks of the impression and insertion of the suture were correct. Per the conditions of the sample received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown procedure on an unknown date and suture was used. The needle and suture were separated. No patient consequences reported.